Event description:
Approx seven (7) months post shoulder surgery (shoulder arthroscopy posterior stabilization procedure performed in 2004), the pt began having symptoms of "grinding" in the shoulder with a decreased range of motion. The doctor has diagnosed this as chondrolysis.